Event description:
The customer obtained a higher than expected accutni result above the ami cut-off for one patient. Subsequent testing produced a lower result within the risk stratification range. The customer re-analyzed the sample on an alternate access 2 and obtained a result within the normal reference range which better matched the patient's clinical presentation. Service was dispatched and performed a pm on the instrument. A definitive root cause has not been determined to date for this event.

Manufacturer narrative:
Beckman coulter unique identifier for this event is (B)(4).